Manufacturer narrative:
The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The pusher was the only component received for evaluation. The investigation of the returned coil system found the implant to be thermally detached from the pusher using a detachment controller. The customer provided images confirm the implant coil was stretched in the aneurysm during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device is returned at a later date, an investigation will be completed and a supplemental report will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during positioning of an embolization coil, the coil stretched as it was pulled. The coil detached from the delivery pusher within the parent vessel. The coil was fixed in place using two stents distal and proximal to the coil as the coil could not be withdrawn. No patient harm or injury was reported. The patient's outcome was reported to be "good."